Event description:
It was reported the ebf01 was used during an unknown procedure. It was reported there was a cauterization failure. This happened with three devices. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.48878. Ees #.980519/everest. Device-a. D5,6;h4: information not available. Endopath bipolar forceps: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned in good physical condition. The instrument was connected to an everest model 8751 generator and functioned properly. While co was unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, the appropriate engineering personnel have been notified of this incident.